Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: when the anvil was passing through the throat, the white part to fix the anvil and tube was disengaged and remained in the throat. The part was removed using a clamp. No other device was available at the site, so add'l resection of tissue was done to change to the overwrap. The pt stated throat pain, the device might be stuck and damaged the tissue. Oozing. The surgical time was extended more than 30 mins. The pt is under observation.